Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of a combination of challenging patient anatomy and procedural conditions. The reported poor imaging appears to have been related to patient anatomy. The reported unintended medical intervention was a result of case-specific circumstances. It should be noted that per the mitraclip system instructions for use (IFU) states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The reported off-label use was due to the device being used on a tricuspid valve. In this case, it appears that the off-label use contributed to the reported poor imaging and incomplete coaptation (slda). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Prior to inserting the devices, it was noted the patient had a restricted and frail septal leaflet. Also, due to patient anatomy, imaging was very poor. An xtw clip was inserted and successfully deployed on the anterior and septal leaflets. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.